Manufacturer narrative:
New information was updated based on involvement of noise on atrial and right ventricle (rv) leads. Therefore, b5 was updated accordingly to represent the whole event and d10 in 2017865-2026-05636 is no longer required for reporting.

Event description:
It was reported that the pacemaker (pm), atrial lead and right ventricle (rv) lead exhibited noise. The system had over sensed the noise; however, the rv lead had more over sensing than the atrial lead which resulted in pacing inhibition. The sensitivity change was performed on the ventricle channel only. The patient was stable throughout.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a pacemaker (pm) exhibited noise. No intervention or procedure was reported. No patient condition was reported.

Event description:
New information received that the pacemaker (pm) was explanted on (B)(6) 2026.

Event description:
New information received that patient presented to clinic for follow up. The noise over sensing resulted in pacing inhibition. Programming changed was done. The patient was stable throughout.